Event description:
Device explanted as elective. The patient is here for routine device interrogation and has been complaining of fatigue with minimal exertion. The device interrogation today showed battery voltage 2.54 volts, charge time 11 seconds. The measured p waves are 8 millivolts, r waves are 24 millivolts in the right ventricle and 6 millivolts in the left ventricle. The pacing threshold in the atrium is 0.4 volts, right ventricle 0.6 volts, left ventricle 4 volts and right ventricle 0.6 volts at 0.5 millisecond pulse width. The left ventricular pacing threshold is 4 volts at 1 millisecond pulse width. The atrial lead impedance is 548 ohms, right ventricle 1102 ohms, left ventricle 626 ohms. The shocking lead impedance is 50 ohms.